Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to oversensing while the patient was sleeping. The patient interrogation revealed no potentially external electromagnetic interference (emi) source. The patient presented in the clinic to try to reproduce the event, but it was unsuccessful. During the optimization the device was reprogrammed to primary vector and the field representative requested troubleshooting options. The technical services (ts) indicated that the signal signature observed shows the likely presence of the sense b node noise. Ts provided troubleshooting options and recommendations. This s-ICD remains in service. No adverse patient effects were reported.